Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: to confirm: did the device lock-out (no staples deployed and no cut line started)? Unk . Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Unk . Or, did the device fully fire and stop during the automatic knife return? Unk . Is the current patient status known? Nothing reported about adverse events . Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Nothing mentioned. Further information provided: apparently the staples in the middle of the cartridge weren't fired. (B)(6) will try to retrieve the lot number of the cartridge.

Event description:
It was reported that during an unknown procedure, the pharmacist informed us that the stapler was defective. The cartridge was not completely fired.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p57f4w. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.